Event description:
Customer reported via phone, the infusion set was causing the customer to experience high blood glucose up to 400 mg/dl. Customer states he has tried all different types of infusion set offered and they have failed. Customer declined any troubleshooting. Customer stated his doctor has no knowledge about the infusion set or the insulin pump and the customer is in charge of his diabetic care. The customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.